Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (vibration issue): pump makes a strange vibration/rattling noise this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/10/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump powered on appropriately with functional auditory and vibratory alerts. The vibration function was tested and was found to be fully functional. No defects were found with the pump¿s vibratory features. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).